Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient was hospitalized on (B)(6) 2026 due to a hyperglycemia event caused by a bent cannula. The infusion set was in use for about nine hours. The patient was hospitalized with symptoms including feeling sick and unwell and remained in hospital for less than twenty-four hours. The patient's blood glucose level at time of hospitalization was around 480mg/dl, and patient was treated with insulin via pen. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.